Event description:
The pt experienced a decline in performance over a period of 6-12 months. The device analysis revealed a tear in the silicone covering of the stimlator body and body fluid ingress through the tear was observed. Using the appropriate diagnostic equipment, it was determined that the device is nto functioning according to MFR's specifications. Explantation/reimplantation surgery was performed 2003.